Event description:
It was reported that the left ventricular (lv) lead became dislodged the day after it was implanted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: 2003-(B)(6); 5076-58 lead, implanted: 2002-(B)(6). (B)(4).

Manufacturer narrative:
Evaluation summary: upon analysis, no anomalies were found; full lead returned and analyzed.